Event description:
He (dr (B)(6)) had very unusual difficulties to get the needle into the tumor and had also great difficulty to remove the stylet. When he removed the needle from the echo endoscope, he realized that the needle was not straight and when he tried to look at the needle closer the needle tip broke. The doctor is dr (B)(6) and is very familiar with our needles. Patient outcome is requested.

Manufacturer narrative:
There were no echo-19 devices of lot number c764078 in stock at the time of the complaint evaluation. The device involved in this complaint has not been returned for evaluation; therefore, the complaint could not be confirmed and the cause of the complaint could not be conclusively determined. A document based investigation was carried out with the information provided. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-19 lot number c764078 revealed no issues which could have contributed to this complaint report. The 2 year complaint history has been reviewed and occurrence of this type of complaint is low. No corrective action is warranted at this time. Complaints of this nature will continue to be monitored for potential emerging trends.